Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on wednesday night with blood glucose of 341 mg/dl. The customer¿s blood glucose level was 400 mg/dl. The customer did not experience any symptoms such as result of high blood glucose. Troubleshooting was done for high blood glucose. The customer was treated with insulin and IV fluids for high blood glucose. The insulin pump will be returned for analysis.